Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 142 mg/dl and sensor glucose levels were 42 mg/dl at the time of the incident. Troubleshooting was provided. The customer reported having issues with the sensor. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will return for analysis.